Manufacturer narrative:
(B)(4). Report source: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00205.

Event description:
It was reported that the patient underwent a right knee revision approximately 1 year post implantation due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical g4- femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: normal alignment without periprosthetic lucency or fractures. A definitive root cause cannot be determined. Per package insert, instability is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.